Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, infusion and disposable functional testing were performed. During investigation the pump was infused for over 15 minutes and no "no disposable" error message was detected during infusion. The pump displayed "no disposable" error alarm message only after unlatching a cassette. Service's replaced the pump downstream sensor for preventive action due to "no disposable" error message found in pump event log.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump repeatedly displays an alarm for "no disposable, clamp tubing". There were no injuries or adverse events reported.